Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the syringe leaking and the pump base sticky causing the 1ml syringe to stick to the base and aspirate incorrect volumes. Part replacement resolved the issue. The 1ml syringe was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c did not identify any trends. A review of tracking and trending for the 1ml syringe did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module for serial number (B)(6) or the 1ml syringe were identified.

Event description:
The customer reported falsely elevated sodium (na) results for one patient sample when running on the alinity c processing module. The following data was provided: patient 1: initial sodium result = 161 mmol/l; repeat result on other analyzer = 139 mmol/l (customer¿s normal range: sodium = 136-145 mmol/l). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium (na) results for one patient sample when running on the alinity c processing module. The following data was provided: patient 1: initial sodium result = 161 mmol/l; repeat result on other analyzer = 139 mmol/l (customer¿s normal range: sodium = 136-145 mmol/l) there was no impact to patient management reported.